Event description:
It was reported that pump displayed malfunction alarm for motor with code Malf 9, and caller stated no notable events occurred before alarm. There was no adverse impact to the customer¿s blood glucose level. Customer contacted Technical Support, received instructions to reset pump, successfully completed reset with no repeat of malfunction alarm, was advised to continue using pump and to call back if alarm recurred, and customer stated they would complete load process and call back if issue persisted.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.